Manufacturer narrative:
The sample was returned for evaluation. The returned sample was visually inspected. It was confirmed that a piece of the y-over mold was broken off and missing from the device. The u-tubes were bent, as well. A retention sample from a terumo product was obtained to replicate the failure mode. The u-tube was then bent horizontally (bringing the feet closer and then further apart) several times. The y-connector on one side eventually cracked and broke. This break was likely caused by excessive bending of the u-tubes damaging the y-over mold. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that after the completion of cardiopulmonary bypass, it was discovered that the y-adapter overmold was cracked on the titan and the broken piece was missing. Although it was provided that there was no patient injury involved in this event, it was not confirmed that the missing piece did not enter the surgical field. This event is being conservatively reported. No known impact or consequence to patient. Product was not changed out as this event was discovered after the procedure was completed. Surgery was completed successfully.